Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report # (B)(4). Received filter, catheter connector, and catheter connected to a pca pump. Filter and catheter connector were connected. Connector lid was closed with an alligator clip attached secured with tape. Catheter connector visual inspection no abnormalities found. Catheter visual inspection: catheter was detached from the connector. There was a knot located roughly 50mm from the end of the catheter. Functional test: catheter tensile strength test: test conducted using received catheter connector and an unused catheter. Company specifications: above 5.5n. Test results: 10.8n. The received sample did meet company specifications. Received catheter was able to be inserted into the received connector without resistance and up to the marking point. The connector lid was able to close securely. The alligator clip was able to be attached without any looseness or signs of easily becoming detached. Device history record: batch no. Not provided. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility ((B)(4)). Catheter easily comes off.